Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during insulin delivery. The cause could not be determined during system check with tandem technical support. Customer changed supplies and resumed insulin delivery successfully. The customer's blood glucose was 177 mg/dl.